Event description:
A lawsuit alleges the patient suffered physical and other injury due to the lead, and that the patient will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish. It is further alleged the patient suffered bodily injury and resulting pain and suffering, disability, disfigurement, and shortened life expectancy. It had been previously reported that the patient received inappropriate shocks, that there was oversensing, syncope due to oversensing and loss of pacing. Review of a public database verified patient's death. There is no allegation from a health care professional that the death was device related. The cause of death was researched but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. It is not known if the device was explanted post-mortem. Cause of death was researched but not received.

Event description:
A lawsuit alleges the patient suffered physical and other injury due to the lead, and that the patient will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish. It is further alleged the patient suffered bodily injury and resulting pain and suffering, disability, disfigurement, and shortened life expectancy. It had been previously reported that the patient received inappropriate shocks, that there was oversensing, syncope due to oversensing and loss of pacing. Review of a public database verified patient death. There is no allegation from a health care professional that the death was device related. The cause of death was researched but not received. Attorney later alleged the lead had exhibited a fracture and/or was explanted.

Manufacturer narrative:
Asku